Event description:
The sales rep reported: (B)(6) explanted this shunt and would like an evaluation performed to see if the valve had been functioning correctly. Explanted lumbar peritoneal shunt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and cuts / tears in the needle chamber and silicone housing were noted. No occlusions were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris and tears / cuts in the silicone housing caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.